Event description:
Customer alleged the chair stopped working while in the elevated position and the screen said "goodbye". Customer also stated that during the technician's inspection, the chair took off on its own. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 3 years and 3 months old. The owner's manual part number (B)(4) rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is stated as joystick replaced on (B)(6) 2011. Controller replaced on (B)(6) 2009. The dealer called stating that the chair allegedly stopped working for the consumer while she was in an elevated position. The joystick screen said "goodbye" and shut off. The dealer went to the consumer's home and replaced the joystick and the chair was working fine. The dealer put the damaged joystick onto a test chair in his shop and he had to turn it on prior to plugging it into the system. Errors were received and the unit shut off. With the second try, everything was the same except that the allegedly chair took off on its own and almost ran over the technician. No injury alleged.